Manufacturer narrative:
Details of complaint: on 01/15/2021, the customer reported that the hdd on the unit went bad on the central nurse's station (cns). No patient harm was reported. Service requested/performed: troubleshooting. Investigation summary: the reported device was not returned for evaluation. The customer was sent a new hard drive along with registration codes and accessories. The root cause of this issue is hard drive failure. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: 02/10/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the hard drive (hdd) on the unit went bad. They tried to boot up the unit but it does not reach the software and it gets stuck on a blue screen, they have twenty patients that were being monitored by a central nurse's station (cns). No patient harm was reported.

Manufacturer narrative:
The customer reported that the hard drive (hdd) on the unit went bad. They tried to boot up the unit but it does not reach the software and it gets stuck on a blue screen, they have twenty patients that were being monitored by a central nurse's station (cns). No patient harm was reported.

Event description:
The customer reported that the hard drive (hdd) on the unit went bad. They tried to boot up the unit but it does not reach the software and it gets stuck on a blue screen, they have twenty patients that were being monitored by a central nurse's station (cns). No patient harm was reported.